Event description:
The customer reported an uncontained leak from the hydro (hydropneumatic) compartment on their unicel dxc 600i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found a leak from the d.I. (De-ionized) water fitting/connector and preheaters on the cuvette wash manifold. The fse resolved the leak by tightening the d.I. Water fitting/connecter and replacing the preheaters. No further leaking was observed. (B)(4).